Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis in good condition. The device received was visually inspected and no abnormality was found aside from a scratched screen. The reported event was replicated, the device was powered up and produced the reported alarm code which is an issue with processor on the circuit board. The reported event was verified. The circuit board was replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed error code 1660. There was no reported injury to the patient.